Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing with an external neurostimulator (ens) for urgency frequency, urge incontinence it was reported that the patient was forgetting things due to the anesthesia. Patient mentioned they had back pain and pain in their butt on the right side just outside of the butt crack area. Patient did not believe the device was working. They experienced a major accident overnight that caused them to be soaked when they got up in the morning. They were worried that the unit may had gotten wet and the tape may had come off. They were also worried that they may get an infection due to soaking of the area. The patient was advised to contact their doctor and they said they had. They were also advised to seek other medical attention if they were concerned about the tape and risk of infection. There were no further complications reported.